Manufacturer narrative:
This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. A lot number was not provided and the specific product serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had a poor picture and multiple lens within the scope were cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Evh scope has poor picture. Multiple lens within the scope are cracked.

Manufacturer narrative:
Mar. 23, 2016 12:06 pm (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
Feb. 27, 2016 09:17 am (gmt-5:00) added by (B)(6): the hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope had a poor picture and multiple lens within the scope were cracked. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Feb. 26, 2016 05:08 pm (gmt-5:00) added by (B)(6): evh scope has poor picture. Multiple lens within the scope are cracked.